Manufacturer narrative:
Date sent: 10/01/2007. Malformed clip. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed 1 conforming clip and 3 clips with gap. However, no ejected clips were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy the clip came off when it was charged. Another device was used to complete the case. There was no adverse consequence to the pt.